Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received with jaws in the closed position. In an attempt to replicate the reported incident, the device was tested for functionality. The firing sequence was completed and one conforming clip was released. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident or the received malformed clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when surgeon advanced the device to the cystic artery to clip, the clips deployed out of the clip appliers across the vessel and the clips had scissored. Clips were removed and the surgeon tried again, and the same scissoring occurred. A second applier was opened and the procedure was completed with no further issues. No patient incident. Time delay in theatres was ten minutes. User was trained.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.